Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) on (B)(6) 2019, the patient was admitted to hospital due to consciousness disturbance for more than 2 hours. After admission, the patient developed respiratory failure. Preparing to tracheal tubes for assisted breathing, the gasbag was found to leak. Replaced an endotracheal tube after sputum aspiration with fiberoptic bronchoscope, it did not cause a negative effect on the patient. Aspiration can compromise lung tissue and furthering and complicating the respiratory failure. However, this was not reported but considered serious injury reportable.